Manufacturer narrative:
(B)(6).

Event description:
Caller reported advantage system blood glucose results of "400's" mg/dl and "200's" mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.